Manufacturer narrative:
Investigation: two photos and one 3ml syringe in an opened blister pack from batch #8262975 (B)(4). Were received and visually evaluated. It appeared the described foreign matter was silicone. It was observed to be on the high end of the product specification but still acceptable. Root cause not defined since defects were not confirmed in samples/photos received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that a clear foreign liquid was found near the plunger and inside of the bd luer-lok¿ disposable syringe with the bd luer-lok¿ tip before use. The following information was provided by the initial reporter: "the liquid is clear and appears to be sticky. It mostly near the plunger and the tip of the syringe. Our office wanted to contact your company in regards to a defective product we received. One of the 3ml luer-lok tip syringes (lot: 8262975 exp: 08/31/2023) received from your company had a foreign liquid in the syringe. We still have this product set aside and wanted you to be aware of this. The item was opened and before use the liquid was noticed. It was not used on the patient and we are keeping an eye out for any others that may come up. Please get back to us on this issue."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a clear foreign liquid was found near the plunger and inside of the bd luer-lok¿ disposable syringe with the bd luer-lok¿ tip before use. The following information was provided by the initial reporter: "the liquid is clear and appears to be sticky. It mostly near the plunger and the tip of the syringe. Our office wanted to contact your company in regards to a defective product we received. One of the 3ml luer-lok tip syringes (lot: 8262975 exp: 08/31/2023) received from your company had a foreign liquid in the syringe. We still have this product set aside and wanted you to be aware of this. The item was opened and before use the liquid was noticed. It was not used on the patient and we are keeping an eye out for any others that may come up. Please get back to us on this issue."